Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 our affiliate in (B)(4) received an e-mail from an eye care professional (ecp) reporting that the ecp's brother, who is also an ecp, diagnosed a patient (pt) with a corneal ulcer os while wearing the acuvue oasys contact lens. It was also reported that the pt is "sleeping with the lenses during 90 days. The ecp also reported that the corneal ulcer" measuring 1.2mm x 1mm, with good response to ciprofloxacin. The germ that caused the injury was not isolated in an aerobic culture." The ecp also reported that the pt uses optifree disinfectant solution. The suspect product and the lot # were not available. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.